Event description:
A healthcare professional reported that during cataract surgery with iol implant, the surgeon had trouble loading lenses, 4 attempts and 4 damaged lenses. Changed company handpiece and loading successful at 5th attempt, facility suspect faulty or damaged company handpiece for which they had been advised to remove from circulation. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The samples received at the manufacturing site for evaluation for the report of trouble loading the lenses did not contain a company handpiece; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).